Event description:
Display-backlight failure (device issue). Case description: on (B)(6) 2015, during a routine review of service order findings from a regional service center (rsc) located in the united states, an ikaria quality manager identified a display-backlight failure with inomax dsir# (B)(4). Although the customer did not report an adverse event with this device, a display-backlight failure in a similar device was associated with a serious adverse event in the past and is considered a reportable failure/event. Case comment: (B)(6) 2015: this is an internally generated, non-serious, post-marketing device report. No adverse event was reported. The case is considered reportable because a previous, similar device failure had been associated with serious adverse patient consequence (index case MDR #3004531588-2013-00023).

Manufacturer narrative:
Device issue with inomax dsir# (B)(4). The review of service order findings was completed on 04/15/2015. Evaluation summary: dsir# (B)(4) was returned to the manufacturer for service. The regional service center (rsc) review of the service log revealed a delivery failure (df) alarm raised with backlight current below minimum. Delivery failure alarm raised: minimum: 800 counts, actual value: 573 counts. The rsc experienced a delivery failure (df) at bootup. The rsc revealed the df was due to a faulty touchscreen/display assembly and replaced the touchscreen/display assembly. A full functional test was performed and the device operated according to specifications so it was returned to the device service pool. The root cause for this report is display-backlight failure. This condition will be tracked and trended under ikaria's quality system. Although the customer did not report an adverse event with this device, this report is being submitted to regulatory authorities because a similar failure occurred in the past which resulted in a serious adverse event (mdr3004531588-2013-00023).